Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic and phrenic nerve stimulation. It noted that the right atrial (ra) lead had dislodged. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.